Event description:
Additional review indicated that the patient stated "I seen five televisions. The room was, like, on roller skates. I--I¿ve got seven feet to go, ten feet to go until I make it to the bathroom, and I couldn¿t even make it there. I was violently throwing up." The patient also stated it's alarming every hour.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8709sc (B)(4) implanted:(B)(6) 2011 explanted:unk. (B)(4).

Event description:
It was reported that the pump began alarming around (B)(6) 2011. An alarm was heard but telemetry did not confirm an alarm. Per the patient they missed a refill; the refill date was scheduled for (B)(6) 2012. It was also indicated that the patient missed an appointment on (B)(6) 2012 to have his pump filled because he was sick. The volume in pump was below recommended volume to maintain adequate infusion. The patient experienced withdrawal and symptoms of dizziness, flu like symptoms, lethargy, nausea, choking and neck was swelling, cramping, throwing up, cold sweats and chills. Per the patient they have "been in withdrawal for 2 weeks" and "withdrawal symptoms were really bad last night". Per patient they had "major detox symptoms". Per patient it was also reported that an alarm was heard but telemetry was not yet performed. The patient indicated that they heard an alarm from their pump every half hour. The patient went to the emergency room. Per another reporter the patient refused to have their pump refilled and missed a pump refill appointment on (B)(6) 2012. The patient's pump alarmed (B)(6) 2012. The pump went empty. The patient went through withdrawal and was hospitalized. The outcome was noted as non-serious injury/illness. The pump was refilled on (B)(6) 2012. The pump was delivering dilaudid. Per another reporter it was noted that the pump was delivering hydromorphone and bupivacaine. It was unclear what drug the pump was delivering.